Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was historically exhibiting very high thresholds. It was also reported that the implantable pulse generator (ipg) was depleted, "very fast," secondary to high outputs. The rv lead remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.